Event description:
The initial rptr advised shiley that a pt with a bjork-shiley convexo-concave aortic graft valve had the valve replaced due to endocarditis. Subsequently, a copy of an operative report was rec'd which indicates that the pt had surgery for "a homograft replacement of aortic root" after developing endocarditis of the graft. The operative report stated that the pt also had a mitral valve repair done during surgery. A pacemaker was inserted at the time of surgery. The pt survived the surgery.

Event description:
Shiley rec'd copies of medical records from the user facility which indicated that cultures collected in surgery "showed the [prosthetic] aortic valve to have no fungus, no asb, no anaerobic and aerobic growth." According to a copy of the surgical pathology report, examination revealed thrombus "attached to the inflow surface of the prosthetic valve."